Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approx. 107 months the patient received an inappropriate shock due to oversensing and the lead and the ICD (boston scientific device) were explanted and a new system was implanted. The patient was initially implanted in a hospital in (B)(6) and was on holiday in (B)(6) as the incident occurred.